Event description:
During the procedure a cancellation occurred due to a communication error. As the patient was under anesthesia, the radiofrequency generator encountered a communication error could not be resolved by restarting. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. When the generator was powered on, a ¿communications error: controller not responding or incompatible¿ was noted. Further investigation reveals the generator has an abnormal functioning stimulation board. Replacing the stimulation board with a test stimulation board, the error was resolved. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a faulty stimulation board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.